Event description:
It was reported that during a thyroidectomy, the teflon pads were flaking and were going into the patient. Pulled second device with the same results. Same like device, different lot #, was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.